Manufacturer narrative:
Analysis of the device indicated an arc mark on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor of the lead and the ICD can. Initial reporter: reliability laboratory technician. St. Jude medical (B)(4) reliability laboratory.

Event description:
The field reported the device was found in back-up vvi, and unable to be interrogated. There was no complaint related to the lead and the lead was not returned. Analysis of the ICD found an arc mark on the device can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and ICD can.